Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer contacted support and was assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappears, which the customer acknowledged and understood.